Manufacturer narrative:
Device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced four infusion set cannula kinked events. The events occured after 3 or more hours after insertion. The infusion sets had been used for 10 hours.the insertion site was at the abdomen. The blood glucose level was 320-395 mg/dl at the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.